Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided by abbott device tracking with patient and product information on 11sep2025. Implanting center: (B)(6) hospital; patient name: (B)(6); dob: (B)(6) 1940; heartmate ii: (B)(6).

Event description:
It was reported that the patient had a short to shield. Following review, log files captured no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
Section a: patient information not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate ii left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate ii lvas, (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of short to shield that was first identified in MFR# 2916596-2018-02277 and a clamshell repair covered under MFR# 2916596-2024-00201. There was no evidence of short to shield on the submitted log files. Log file review showed the lvad was functioning as intended. There is no allegation against the lvad or indication of malfunction. There were no reported device issues or interruption in lvad therapy. Investigation/log file interrogation revealed that the patient experienced low flow alarms. The low flow alarms were not associated with any device issues. Available information has no indication of, or report of, any adverse patient effect related to the lvad.